Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone12.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient stated they were experiencing high blood glucose (bg) levels exceeding 400 mg/dl while wearing the pod on their arm for between 36 and 48 hours. The patient reported that it seemed to be working for approximately 1/2 day, but then the patient noticed their bg level was rising, so they checked the pod site, which appeared to be secure. The patient then later noticed the cannula had poked out underneath the adhesive. The patient then realized the cannula was not inserted after 2 days of wear and is unsure how long it was not inserted. The patient stated the pod acted as though it was giving insulin, and as far as they are aware the cannula was initially inserted, as they felt the cannula insert into their arm. There was no leaking noted when the pod was removed, the pod site was not wet.